Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2018-00639.

Event description:
It was reported that the hex drive features of two closure tops stripped during final tightening. They remain implanted since they were unable to be removed. There have been no reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). The closure top was returned for evaluation. The threads were found to be fully intact, however, the hex drive feature was deformed. Based on the visual evaluation of the hex deformation, it is likely the failure is due to the surgeon using a driver that was previously stripped (likely stripped from inadequate seating). A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the hex drive features of two closure tops stripped during final tightening. They remain implanted since they were unable to be removed. There have been no reported patient impacts. This is report one of two for this event.